Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm after delivering a partial bolus. The customer reported that he had been experiencing high blood glucose levels as a result of this issue. Blood glucose level at the time of the incident was 256 mg/dl. During a follow up call, the customer also reported additional no delivery alarms and high blood glucose levels. Blood glucose level at the time of this incident was above 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.